Event description:
It was reported that "during tlh, the surgeon had the seal of the ht-12 cause concernable leaking to the point that we had to switch out the removable top seal to prevent leaking. This only served as a temporary solution, as this seal also leaked. The leaking was so noticeable, it caused the c02 to empty from the tank and caused for a elongation of the procedure, since the surgeon had to wait for the pneumo to reach an operative level." No injury reported to the patient.

Manufacturer narrative:
When I receive the investigation report, I will file a supplemental report.